Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 107 and 53 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and newer contour meter are to be returned for evaluation. Replacement products were sent to the customer.